Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus via the pump was delivered and a manual insulin injection was administered to address to address bg. The customer loaded new cartridge to resolve the issue. Additionally, it was reported that the customer experienced blood glucose (bg) levels displayed as "low" on the continuous glucose monitor; cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.